Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies multiple times or resumed insulin delivery without changing pump supplies to address occlusions. There was no reported impact to customer's blood glucose. Reportedly, customer used cold insulin to fill cartridge versus the labeled room temperature insulin.